Manufacturer narrative:
Unit received in constant watchdog set test failure alarm loop, problem isolated to the I/b. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement , self test, off no power alarm test and unexpected restart error test. Unable to upload the pump using carelink due to constant watchdog set test failure alarm. Unable to test for pump/sensor transmitter communication or pump/meter communication due to constant watchdog set test failure alarm. Unit had scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Event description:
Customer reported via phone call that customer was in hospital for an unknown reason on an unknown date and the reservoir ran out because they were not wearing the insulin pump. Customer stated that the insulin pump had an error. Customer stated that they were able to clear and were able to rewound the insulin pump. The insulin pump will be returned for analysis.